Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer shuts down when the radiofrequency (rf) head is plugged in. Programmer worked with known good rf head. Rf head failed multiple functional tests. Replaced rf head cable and device then passed all functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer head connector was moved, the programmer turned off. Troubleshooting steps were taken to including carrying out several tests which gave the same results. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.